Event description:
Explantation of a cmc spacer due to joint swelling and pain approx six months after implantation. (B) (4).

Manufacturer narrative:
Since the lot number is unk, and the implant was not put in formalin, the investigation is based on feed back from distributor and visual examination of the implant only. The device is woven and can unravel if trimmed in the wrong direction, resulting in loose fiber parts that can irritate surrounding tissue. The instructions for use warns against trimming in the wrong direction. In this case, the corners of the product have been trimmed. Generally pain can; however, be expected during the first 3-6 months and in some cases up to one year after implantation.